Event description:
Reportedly, following an internal analysis performed on several eno, teo and oto pacemakers, it was found that most users did not turn on the auto threshold function, most probably due to lack of confidence. In some cases, the auto threshold function is turned on but turned off again after one or two follow-ups. Only a couple of patients had the auto threshold programmed in auto and a low percentage had it programmed in monitor.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, following an internal analysis performed on several eno, teo and oto pacemakers, it was found that most users did not turn on the auto threshold function, most probably due to lack of confidence. In some cases, the auto threshold function is turned on but turned off again after one or two follow-ups. Only a couple of patients had the auto threshold programmed in auto and a low percentage had it programmed in monitor.